Event description:
Md was performing esoph. Ligation with co's bite block & while removing scope for another banding, overtube flange detached from sheath with sheath remaining in pt's esophagus. Pt sent to endo for removal using a snare without any pt complications. Rn indicates unk times overtube used.